Manufacturer narrative:
(B)(4)= batch # unk. Additional information was requested and the following was obtained: what part of the cartridge broke? Broke in the middle of the plastic cartridge. Did any pieces fall into the patient? No. Is the cartridge available for return? Yes. If the cartridge is available for return, are the broken pieces returning with the cartridge? Yes.

Event description:
It was reported that during a vats lobectomy procedure, the cartridge broke when being removed from the device. The cartridge had been fired. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient